Event description:
It was reported that a loss of therapeutic effect had occurred several days ago. Patient's implantable neurostimulator (ins) was on, program #3 was used at "3, .9 v." The amplitude was adjusted to 1.1 v. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 3093-28 lot# v601460, implanted: 2011 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).